Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
He product was evaluated. An external visual inspection was performed and failed due to a cracked window. Pictures were taken. A receiver charge test was performed and failed, as the receiver did not fully charge. A receiver boot test was performed and passed. Functional tests were not performed as the receiver shut down after the receiver log was downloaded. An internal visual inspection was performed and passed. The battery voltage was measured and verified defective. The receiver log was downloaded reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective receiver battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). D4: catalog number - correction d4: serial/ lot number - additional h2: correction/ additional information h4: device manufacturer date - additional.

Event description:
Subsequent to the initial MDR, a correction and additional information is required.